Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer¿s representative reported that there was an alleged overdischarge (od) on the implantable neurostimulator (ins). No communication could be established with the patient programmer, recharger, or clinician programmer. The patient had went in to have the ins jump started due to an od in (B)(6) 2015. They went home after the device was charged to 25% and was told to continue to keep charging the ins. The patient stated that they tried charging over night with the stimulation on but the ins would not charge up and dropped back down to an od. The patient had not down anything to the device since. There was a previous od in (B)(6) 2014 so this made a total of 3 ods on the patient¿s ins. The indications for use for the implanted device were noted as non-malignant pain and myofacial pain syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that her implantable neurostimulator (ins) was replaced because the battery would not hold a charge. The patient stated that the implant battery had been dead for "so long" before she got the ins replaced. The patient stated that since the battery was not holding a charge, it would go into "discharged" mode and they had tried "jump starting" the battery a couple times. The patient stated they would get the battery jump started and then try to keep it charged but it would die so quickly that it needed to be jumpstarted again. The patient stated that it had been determined that the battery needed to be replaced after determining that the battery was no good anymore. It was noted that the patient had been replaced with a non-rechargeable implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.